Manufacturer narrative:
(B)(4). It was reported that a 66 year old male patient underwent an ablation procedure for right-sided idiopathic ventricular tachycardia with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring a pericardial window. The returned device was visually inspected and it was found in normal conditions. Per the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)). Pentaray catheter (model# d-1282-07-s lot# 17303907l). Striker reprocessed webster cs catheter (model# unknown lot# unknown). Striker st. Jude quad catheter (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for right-sided idiopathic ventricular tachycardia with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring a pericardial window. During ablation, the patient became hypotensive and a tamponade was confirmed via echocardiogram. The patient reported to be in stable condition at the time this event was reported. The patient did not receive anticoagulants during the procedure and no transseptal puncture was performed. The generator was set to power control mode at 35 watts. Irrigated catheter flow setting of 2 ml/min during mapping and 30 ml/min during ablation. The initial sheath used was a st. Jude lamp 8.5f which was later exchanged for a st. Jude mullins 8.5f. The power was not titrated during ablation. There were no error messages observed on any biosense webster equipment during the procedure. The physician's opinion regarding the cause of this adverse event is that it was procedure related.